Event description:
It was reported that this pacemaker exhibited intermittent farfield oversensing of ventricular channel on the atrial channel. There were inappropriate atrial tachy response (atr) episodes as a result. The device discussed reprogramming options. The device remains in use. No adverse patient effects were reported.